Manufacturer narrative:
(B)(6).

Event description:
It was reported that an unstable speed occurred. The target lesion was located in the calcified anterior descending artery. A rotablator was selected for use. During the procedure, a rotation speed of 150,000 rpm was set. When attempting to increase or decrease the speed, the actual rotational speed did not change, and the rotation speed did not decrease. The procedure was completed without complications reported and patient was stable after the procedure.